Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of non-physiological artifacts. It was noted that the artifacts could not be reproduced in clinic so sense b noise was suspected. Technical services (ts) recommended reprogramming the system to the secondary vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service.